Event description:
It was reported that they were artifacts, causing the patient to be re-exposed. It was determined that the filter was being seen in the image. The system was reset, once that was done the system is working as intended.